Manufacturer narrative:
Rptr called baxter on 5-4-98 to inform that the hosp has ruled out the pump as a potential cause of this pts yet unexplained condition. The hosp's testing of the pt has found that her morphine levels were within expected limits.

Event description:
Reportedly a female pt was found to be experiencing post operative decreased respiratory rate. This occurred approx. 24 hours after the pt was placed on pca therapy and had been transferred to the nursing floor. She was noted to have "increased lethargy with decreased resp. Rate. Narcan was given as a precaution. There was no excessive dosing with the pump and the hosp ruled out improper preparation of prescription." Reporter further stated that the pump is coming in for precaution only to be checked.